Manufacturer narrative:
(B)(4).

Event description:
According to the reporter; during a hernia repair, difficulty was experienced with the needle for the device as it was difficult or unable to be unloaded or would unintentionally drop out of the device. The last reported status of the patient is fine. The needle fell into the cavity but it was retrieved. To correct the condition and complete the case, a new device was obtained. The last reported status of the patient is fine. There was no unanticipated tissue loss. There was no extension for incision by more than one inch. There was no unanticipated blood loss of 500ccs or more. There was no delay in surgical time of more than 30 minutes. The UDI of the device is not available. No further details regarding patient, product or procedure were provided by the reporter.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two endo stitch devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No needles were received. The visual inspection of the endo stitch devices noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle on each device. A pmv needle was loaded onto each endo stitch device. The needles were found to function properly when applied through layers of test media. Pressure was exerted on the needles in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needles. After further visual inspection, some plastic shearing was noted on the toggle switch. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.